Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak on lens of charged coupled device and cable and cracked charged coupled device lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cracked lens was due to cracked charged coupled device lens. In regard to the leak on lens of charged coupled device and cable and the cracked charged coupled device lens, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a cracked lens during inspection for use. There were no reports of patient harm.